Event description:
The patient safety report stated: during a percutaneous procedure, physician used a balloon for a balloon angioplasty. While in use, the balloon "fell apart" leaving a piece in the pt's left thigh fistula vein. Physician then had to do a cut down to retrieve the piece of balloon from the pt's vein. The piece was successfully removed.the report sent to me from the or stated: during the procedure while using image, it was discovered that a piece of the balloon had broken off into the patient's vessel. The surgeon proceeded to perform a cut down to remove the balloon tip from the vessel. The piece was retrieved successfully.======================manufacturer response for low profile pta balloon dilatation catheter, (brand not provided) (per site reporter).======================I spoke to customer relations dept (extension 2319). I asked if this has happened at any other organizations and he said that there has not been any other complaints on this lot#. There are 2 similar incidents in the past 12 months.